Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/30/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a mentor smooth round high profile 380cc saline prosthesis experienced deflation on the right breast prosthesis 48 hours after implantation. As a result, the patient underwent unilateral removal and replacement with a similar mentor smooth round high profile 380cc saline prosthesis on (B)(6) 2018; catalog # 3503380.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. Brown material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a rent on the anterior view measuring approximately 0.2 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white and brown material observed. The device history record (DHR) for the lot number 7487324 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).